Event description:
During a follow-up in clinic, inappropriate antitachycardia pacing therapy due to supraventricular tachycardia. The device was reprogrammed to resolve the event. The patient was stable.